Event description:
It was reported that the patient's breathing tube was disconnected. Patient hypoxia. No ventilator malfunction. Final patient outcome is brain damage. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The information received stated that the breathing tube was of fisher & paykel brand which we do not supply or recommend for use with the ventilator. The ventilator was investigated on-site by our field service engineer. The ventilator passed functional and pre-use check tests and no malfunction was found. No parts were replaced. The provided internal logs confirmed the reported disconnection at 07:50 2022-01-22. Thereafter clinical alarms were generated as expected; patient circuit disconnected, expiratory minute volume low, peep (positive end expiratory pressure) low, pressure delivery restricted and check tubing alarms. These alarms were due to patient disconnected. Also, the received logs revealed that o2 boost was activated 15 minutes after the disconnection at 08:05 2022-01-22, which generated pre-silenced alarms. According to the fse, the staff response to the generated alarms was delayed. How the disconnection occurred has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).